Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4, b5, d2, g1, g3, g6, h1, h2, h11. H1: this MDR is being submitted as a part of a retrospective literature MDR reporting review and remediation effort based on MDR reporting process and FDA adverse event reporting requirement. CAPA -07984 was opened on feb 27, 2026 to address corrections. Device performance and/or risk profile are not impacted. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported in a journal article study that one patient was re-revised due to periprosthetic fracture. Follow-ups to gather additional information are currently in process.

Manufacturer narrative:
(B)(4). B3: event date is the publication date of the article. G2: cipolla a, vella-baldacchino m, le baron m, argenson jn, flecher x. Using porous tantalum uncemented components to manage acetabular defects and to restore the hip center of rotation in revision total hip arthroplasty: a minimum ten-year clinical and radiological study. J arthroplasty. 2025 may;40(5):1284-1292. Doi: 10.1016/j.arth.2024.10.110. Epub 2024 oct 29. Pmid: 39481618. G2: foreign: france. The customer has indicated that the product will not be returned to zimmer biomet for investigation as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: g3; h2; h6; h10. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Device history record review cannot be performed without product identification. X-rays are provided within the journal article; however, it is not known if they relate to the patients under this event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor trends.

Event description:
Due diligence is complete as multiple attempts were made; however, no further information is available.